Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm4323403 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 09 jun 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the device was found to be broken at the distal tip/hex lobes. The broken tip was not received. No other defects were identified. Defect identified? Yes. Dimensional inspection: the outer diameter of the shaft near the broken portion was measured to be within the specification. Complaint confirmed? Yes. Conclusion: a definitive root cause could not be determined, it is possible that the complaint condition caused by excessive torsional forces. The complaint condition of stripped cannot be confirmed as the broken part was not returned and the tip was completely broken off. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a posterior spinal fusion surgery the stick driver stripped while trying to advance a screw. Fragments were generated and easily removed. There was a surgical delay of twenty (20) minutes. There were no patient consequences. The procedure was successfully completed with a helicopter removal tool to remove screw. This report is for one (1) t20 screwdriver shaft. This is report 1 of 2 for (B)(4).